Event description:
It was reported that during a lavh procedure, the blade got stuck and the handle would not close. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade upper tip broken. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.